Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the table fast stop switch assembly, and reseated the tube control panel display power supply. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would intermittently display a communication failure error message. No pt injury was reported.